Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: failure to split sheath. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of an unspecified vessel using the starclose se device after an unspecified procedure. Reportedly, after connecting the exchange sheath to the clip applier the plunger was depressed to deploy the locator wings and initiate splitting the sheath. It was noted that the sheath did not split and became "scrunched up". The device was removed and hemostasis was achieved using manual compression. There were no reported adverse pt effects. No add'l info was provided.